Event description:
The customer reported that the unit failed to turn on.

Manufacturer narrative:
The customer reported that the unit failed to turn on. A philips representative evaluated the device and verified the symptom. Replacing the optical switch resolved the issue.